Event description:
It was reported that the right ventricular (rv) lead was not functioning appropriately and experienced high thresholds. A lead revision was planned. During the revision procedure, the physician was unable to pass a stylet down the lead more than a few inches. When the lead was extracted, a surgical staple was seen clamping down on the lead. The lead was unable replaced on the left side due to a deep vein thrombosis and left subclavian occlusion. Therefore, the entire implantable pulse generator (ipg) system was removed and a new system was implanted on the right side of the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.